Event description:
On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis featuring the c3 delivery system to treat an abdominal aortic aneurysm. During advancement of the gore dryseal sheath, the physician felt some resistance. When the physician inserted the contralateral leg component, it was noticed that the trunk moved 4 cm above the renal arteries. The physician tried to pull the device back using the balloon, but was not successful. The pt was converted to open repair. The pt tolerated the procedure. Further info was requested. It was reported that the procedure was according to the gore excluder aaa endoprosthesis instructions for use.

Manufacturer narrative:
A review of the mfg records for the device is being conducted. The device was sent to gore for analysis. Further info will be provided.